Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): under infusion

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history log files of the perfusor space were analyzed. Based on these files, the reported error pattern was not comprehensible. The device was visually and functionally examined, and showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. A long term-test revealed no abnormalities. The motor power limitation test was within specification. According to the technical safety check, the pressure stages were tested successfully. A delivery accuracy measurement was performed, the measured value was within specification. The device was internally examined, and no damages were discovered. Summing up all tests, the perfusor space operated within our specification. In conclusion, this complaint could not be confirmed.